Manufacturer narrative:
It is known if the device will be returned for evaluation. If receved, a follow-up report will be submited. No lot number given therefore, manufacturing records can not be reviewed. Device broke during a hysteroscopy case. The doctor was resecting a "huge" fibroid. Both "legs" broke on the device and piece fell into the patient. Piece was retrieved without resort to injury.

Event description:
It was reported that the device broke inside patient's uterus while resecting a fibroid. No paitent injury reported but prolonged case significantly.